Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's explanted generator was returned for product analysis. The return product form noted that the patient was experiencing an increase in seizures and the explant was prophylactic. Product analysis has not been completed for the suspect product to date. No other relevant information has been received to date.

Event description:
The provider later reported that the physician's cause of the increase in seizures is low vns battery. The increase in seizures is noted as above pre-vns baseline levels. In a previous investigation of patients exhibiting symptoms typically associated with generator end-of-service (eos/eos (pulse disabled)) prior to actual/confirmed eri (elective replacement indicator), neos, eos or eos (pulse disabled), possible causes for the adverse events identified from the investigation include worsening disease state, unknown physiological changes in the body, or acclimation to therapy. This event meets the findings of this previous investigation. Product analysis (pa) for the explanted generator was completed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation were performed. The pulse generator was opened, the measured battery voltage confirmed an low battery condition. A comprehensive automated pcba electrical evaluation and a battery life calculation were performed. Visual observations are most likely associated with manipulation of the device during the implant/explant procedures. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.